Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced needle exposure due to a defective injector. The following information was provided by the initial reporter: before use, the notch of the injector lure lock was already unlocked with the needle exposed.

Manufacturer narrative:
H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, the needle was not exposed, however, the rotations stops were observed to be damaged and moved from their original position, making the injector non-functional. A device history review was performed for lot 2204008, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained sampled from the same lot were used for additional evaluation. The products were visually inspected and no damaged or other defects were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. No issues related to the reported incident were found. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. To avoid damage to the safety sleeve grips, the injector must be removed by pulled it straight back and it cannot be forcefully engaged. Based on our quality team's investigation and sample evaluation, it was determined this incident is likely a result of improper activation.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced needle exposure due to a defective injector. The following information was provided by the initial reporter: before use, the notch of the injector lure lock was already unlocked with the needle exposed.